Manufacturer narrative:
No report of patient involvement. (B)(6). The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed to set alternate oxygen. There was no report of patient involvement.